Event description:
Customer was hospitalized with dka. Prior to hospitalization customer was vomitting and had ketone. Instructed customer to change out set and inject as per md. Troubleshooting performed and pump is functioning as designed. Customer's family member is dissatisy with the pump and stated that doctor wants upgraded pump.